Event description:
The customer reports that this defibrillator has been shutting itself off while monitoring a patient connected on 3-lead. The monitor shows a normal sinus rhythm, then after several minutes, the machine shuts off. Back at the office, they were not able to duplicate the problem. The customer uses kendall monitoring pads.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. Two sets of the returned (non-incident) kendall-ltp monitor pads were evaluated by a quality engineer who verified their operation. The hs3000 will automatically shut itself off if left for 2 minutes in a "check electrodes" state. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. It is believed that poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from monitoring the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin preparation, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our evaluation.